Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. The device was being programmed to right ventricular (rv) lead only pacing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).